Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify critical pump error (open book image) alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump critical pump error. The customer¿s blood glucose level was 167 mg/dl. The customer reported that they went for swimming and received critical pump error alarm. It was reported that the customer declined troubleshooting for blank display and exposure to moisture. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.